Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there were defective leads after an external injury. No patient complication was associated with the event.

Manufacturer narrative:
Corrected.

Event description:
The defective leads after an external injury was the reason for an operation.